Manufacturer narrative:
Received by MFR date: should have been (B)(4)-2012 rather than (B)(4)-2011.

Event description:
It was reported that the atrial lead exhibited noise when the patient shrugged his shoulders and when getting up from the chair. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.